Event description:
Medtronic received a report that the marathon catheter was found leaking onyx. The patient was undergoing embolization. It was noted the patient's vessel tortuosity was normal. It was reported that during the procedure the onyx came out at 6-7 cms from the distal end of the marathon catheter and not at the end of the catheter. It was reported there was a catheter leak in the distal section of the catheter. The catheter was inspected or tested prior to use. The leak was observed during use. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.